Event description:
A customer reported experiencing a minimum fill notification while using their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer initially attempted to reload the current cartridge, but this did not resolve the issue. Technical support advised cleaning the pump and eventually guided the customer through loading a new cartridge, which also failed to fix the problem. The matter was escalated to additional support, and after further follow-up, the customer reported that everything was resolved and insulin therapy had resumed without further issues. No additional actions were needed, and the case was closed.